Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a change in therapy effect. During the prior week the patient felt an increase in spasms and was feeling nauseated. The patient reported feeling better the prior day, the same day the patient had a refill. Later it was reported that the patient also had increased spasticity and sweating (diaphoresis). The location of the issue or symptoms was unknown. It was noted that the catheter was dislodged or migrated. The location of the catheter issue was unknown. The catheter was looked at under fluoroscopy and it seemed that the catheter tip was dislodged. The patient¿s status at the time of report was alive ¿ no injury. At the time of report they were thinking of scheduling surgery to revise the catheter. The patient had a planned dye study scheduled for (B)(6) 2014. The pump was used to infuse gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.